Manufacturer narrative:
Philips service replaced the clea extension board 2 and luc board v4, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no device movement was possible due to defective luc and extension boards on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.